Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation and the legal manufactures final investigation. New information was added to the following fields: b3, d8, d9, h3, h4, and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus found that the air/water tube and cylinder has foreign objects. It was not possible to identify the foreign object. We could not specify the root cause of the material remaining in the device. Deformation and breakage of the air/water cylinder and the air/water channel were not reported. Growth of microorganisms was found through culture testing by the user after reprocessing. However, when olympus culture was tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. The legal manufacturer reviewed the customer-provided cds processes, and as a result of the review of the reprocessing method information provided by the user, where no obvious deviation from IFU was observed. The hygiene microbiological investigation report indicated the channels of the scope were cultured, and no bacteria were detected. The results obtained comply with the target level for an endoscope subjected to high-level disinfection and rinsed with sterile water. The user facility provided the following result of the culture test: sampling date: (B)(6) 2024. Sampling from: not clear cfu:<1 cfu/100ml bacterial identification:n/a. Sampling date: (B)(6) 2024. Sampling from:not clear cfu:4 cfu/100ml bacterial identification:escherichia coli. The results of the culture test at a third-party institution sampling date: (B)(6) 2024. Sampling from: tip cfu:n.d. Bacterial identification:n/a. Sampling date: (B)(6) 2024. Sampling from: forceps and suction channel cfu:0 cfu/ml bacterial identification:n/a. Sampling date: (B)(6) 2022. Sampling from:air/water channel cfu:0 cfu/ml bacterial identification:n/a. Sampling date: (B)(6) 2024. Sampling from: sub-water channel cfu:0 cfu/ml bacterial identification:n/a. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the gastrointestinal videoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.